Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and that the pump was warm to the touch despite being in room-temperature conditions. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.